Event description:
There was an allegation of a questionable elecsys hcg stat result from the cobas 6000 e601 module. The initial result was <1.00 miu/ml with a data flag. The repeat results were 50.21 miu/ml and 48.85 miu/ml. On (B)(6) 2024, the result from a cobas e411 analyzer was 53.44 miu/ml.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer found the measuring cell was due to be replaced. He replaced both measuring cells and performed respective checks and calibrations. The investigation determined the service actions resolved the issue.